Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-29115. Related manufacturer reference number: 2017865-2021-29112. It was reported that the patient's pacemaker, atrial lead, and right ventricular (rv) lead were explanted on (B)(6) 2021 due to infection. The patient was stable throughout.